Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation while in use the image went fuzzy then blank on was not confirmed. The evaluation uncovered a minor kink, tiny cracks on video connector and model ring and serial number plate were a bit faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, while in use the image went fuzzy then blank on the hd camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause was the temporary communication failure that occurred between the camera head and the processor. The cause of the communication failure could not be identified. Olympus will continue to monitor field performance for this device.